Event description:
It was reported that the left side of the pump touch screen was scratched and unresponsive. Reportedly, the reason for the scratched screen was unknown. Customer¿s blood glucose was 244 mg/dl. Reportedly, customer reverted to insulin pens/shots for insulin therapy.